Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Expiration date: expiration date could not be verified for lot number provided. The manufacturing records were reviewed and no complaint related issues were found. Our investigation found that the tip broke off at the u-joint due to forcible or inadequate use. The manufacturing records show that the correct material was used and the production was according to our specifications.

Event description:
During a synfix fusion at l4-s1, the u-joint awl broke. The screw that held it together snapped off during the procedure. The surgeon selected another awl to complete the procedure. Nothing was left in pt and there was no harm to the pt. An additional 20 minutes was added to the procedure.